Manufacturer narrative:
Additional information is provided. Two 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples showed signs of excess adhesive on the cannula-nitinol junction. When the samples were inserted through a 25 gauge trocar they became stuck, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on february 28, 2018. There were (B)(4) associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probes would not fit into the trocars. There was no patient contact.